Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed that the right ventricular lead exhibited low pacing impedance. Programming changes were made to deactivate the lead and a new lead was implanted on the contralateral side. The patient was stable.